Manufacturer narrative:
1. The customer returned 2 photos, but did not return the defective samples. The photos show blood and fluid oozing from the end of the septum. 2. DHR/bhr review lot#: 4081480. 1. The products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at cfs package line in april 2024. Work order quantity was (B)(4) pcs. 2. The septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3. The leakage test results of 320 pcs in process testing and 32 pcs in outgoing testing were within the product specifications. 4. No unqualified, deviation or rework activities in the production process. 5. The septum assembly equipment without abnormal maintenance. 3. Two retained samples of this batch are taken for 800mm simulated clinical leakage test and 45psi leakage test. The test results show that no leakage is found at the septum. Please see the attached test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photos show blood and fluid oozing from the end of the septum, the root cause of this defect cannot be determined because no abnormalities are found in the process and retained samples, no similar complaints have been received from other hospitals regarding this batch of products, and no defective samples are received for further testing. The plant will continue to track and trend the issue.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm leakage at septum during use of the product, there was bleeding and oozing from the isolation plug; the number affected was 3, the sample cannot be returned, and a photo is provided; a green claim is required, and a complaint response letter and complaint acceptance letter are not required.